Event description:
Patient was implanted with 4.5mm lcp curved condylar plate, screws and cables construct on an unknown date. Patient developed an infection. Patient was returned to the or on (B)(6) 2013 for removal of hardware. No further information was provided. This report is for five (5) unknown cables. This is 2 of 6 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.